Event description:
The customer reported that the screen goes dark when the scope is connected. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported image issue was not confirmed or duplicated. During inspection and testing, service found that rubber adhesive was missing from the distal end. The adhesive part of the objective lens peeled off due to handling. There was dirt that was difficult to remove on switch #1 due to handling. The video connector case was cracked due to an external factor. The label on the video connector was peeled off. There were multiple components that were scratched, which were suspected to be caused by external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Va review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to malfunction of the image sensor unit, the board inside the video connector, or the malfunction of the system. Olympus will continue to monitor field performance for this device.